Event description:
The peritoneal dialysis (pd) pt's husband reported a mid-drain alarm on the newton cycler. He also stated that the pump to drain (ptd) assembly was causing the machine to be noisy during the flushing and dwell phase of pd treatment. The pt was disconnected aseptically and treatment was cancelled. The pt's husband also stated he noticed a large piece of fibrin in the drain bag and the effluent was discolored. The pt was on antibiotics from the previous day to treat the infection.

Manufacturer narrative:
A clinical investigation was performed. During a f/u call, the pd nurse stated that the pt did not miss any treatment due to the reported event. The pt was able to complete therapy using manual exchanges. The pt completed her antibiotics and has had no further complications. Per the fmc associate medical director, there was no reported cassette leaks or device malfunctions that could have caused the reported peritonitis event. The actual device was not returned for eval and therefore, the reported event cannot be confirmed or replicated in field testing. The cycler's ptd assembly was replaced due to the reported issue of noisy. The ptd assembly was not returned and therefore, could not be investigated. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.